Manufacturer narrative:
. Section e1: telephone number: (B)(6). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) had a dent on the haptic optic junction side of the lens. An explant was not performed as it was in the periphery of the lens. No further information is available.

Manufacturer narrative:
Device evaluation: the suspect product was not received however, a photo was provided by the customer. Product evaluation was performed on a photograph the customer provided. The photo displays a pseudophakic eye implanted with an intraocular lens claimed to be a tecnis monofocal lens preloaded in the simplicity delivery system model dcb00. It can be observed a lens mark/dent located at the lens-haptic junction. Since the mark/dent is located in the periphery of the lens optical portion ad it does not seem to impact the haptic mechanical function, it is not expected to affect the patient visual function; however, the definitive clinical impact as well as the issue potential cause cannot be determined from a picture assessment. The complaint issue " cosmetic issues " was identified during photo evaluation. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. No product deficiency or product malfunction could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.